Event description:
It was reported that during the preflushing by the doctor, it was found by examination that the cuff was detached.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of revl0443 showed five other similar product complaint (s) from this lot number. All complaints for this lot number (revl0443) have been reported from two china facilities.